Event description:
A pt reported experiencing inaccurate low results with a one touch meter. On 10/01, pt's blood glucose was in the 200's compared to the labs 300's. Tests were done 30 minutes apart. Pt did not experience any adverse events. No further info has been reported.